Event description:
Our facility uses the monoject oral syringes, 1 ml size, for oral medication needed in our nicu patients. Staff noticed on (B)(6) 2024 that the newer version of the monoject oral syringes from cardinal have a very loose plunger. This lack of resistance of the plunger in the barrel of the syringe allows for medication it be expelled out of the syringe despite being capped. The older/original version of the oral 1 ml monoject syringes had more resistance with the plunger in the barrel and did not have the issue of medication being expelled. The product number for these monoject oral syringes did not change when they were converted to the cardinal version - product number 8881101015.